Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to request a bolus, the recommended bolus amount was inaccurate. Blood glucose level was 185 mg/dl. Reportedly, the customer manually calculated the remainder of the bolus and successfully completed delivery.